Event description:
Needle in epipen did not engage when activated [device failure]. Needle in epipen did not engage when activated [drug delivery system malfunction]. No adverse event [no adverse event]. Case narrative: this initial regulatory report concerns of device failure, drug delivery system malfunction and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2025, amneal pharmaceuticals received information from other non-healthcare professional via an email from regulatory authority us food and drug administration, with reference number (aer: (B)(4) concerning above mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with twinject (epinephrine injection, auto-injector) (batch/lot: 6240413x and ndc: 0115-1694-30) (dose, frequency, route and therapy dates were not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. It was reported that the needle in epipen did not engage when activated. Last action taken with twinject in relation to device failure, drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure, drug delivery system malfunction and no adverse event were unknown. The reporter did not provide the causality of device failure, drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited.

Event description:
Needle in epipen did not engage when activated [device failure]. Needle in epipen did not engage when activated [drug delivery system malfunction] . No adverse event [no adverse event]. Case narrative: this initial regulatory report concerns of device failure, drug delivery system malfunction and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 23-may-2025, amneal pharmaceuticals received information from other non-healthcare professional via an email from regulatory authority us food and drug administration, with reference number (aer: (B)(4)) concerning above mentioned adverse events experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with twinject (epinephrine injection, auto-injector) (batch/lot: 6240413x and ndc: 0115-1694-30) (dose, frequency, route and therapy dates were not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, concurrent condition, history of procedures/ surgeries, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. It was reported that the needle in epipen did not engage when activated. Last action taken with twinject in relation to device failure, drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure, drug delivery system malfunction and no adverse event were unknown. The reporter did not provide the causality of device failure, drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 11-jun-2025. New information received includes investigation report, attached with this case. An investigation was conducted in response to a complaint categorized as ¿failure to fire¿ associated with the epinephrine auto-injector. Due to the lack of critical information and the complaint sample was not returned, this report could not be confirmed. A comprehensive review of all in-process controls and final release data from phillips-medisize for all lots manufactured demonstrated full compliance with applicable specifications and approved batch records. There were no anomalies or deviations noted during manufacturing, assembly, or packaging that could have contributed to the reported complaint. Labeling components, including the instructions for use (IFU), were reviewed and confirmed to clearly depict the proper preparation method through both images and verbiage. The investigation found no evidence linking the manufacturing process, assembly, or packaging to the reported failure. Due to the absence of a sample and sufficient event details, the complaint could not be confirmed and a definitive root cause, whether device-related or due to user error could not be determined. All lots released to the market were produced in accordance with current approved specifications and procedures. Last action taken with twinject in relation to device failure, drug delivery system malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure, drug delivery system malfunction and no adverse event were unknown. The reporter did not provide the causality of device failure, drug delivery system malfunction and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.